Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D10 concomitant therapy date (B)(6) 2024. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2024, the patient underwent an intramedullary nail fixation for a proximal humerus fracture. After inserting the nail, the end cap did not fix and remains loose condition. Since a connecting screw and the nail was able to be assembled, it was confirmed that there was no problem with the nail. When a 2mm end cap was inserted to the nail, it did fix appropriately. The surgery was completed successfully with additional minutes within 30. Patient is stable. This report is for one multiloc end cap f/multiloc hn/phn exten for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that multiloc end cap f/multiloc hn/phn exten was found stripped at the threads. It is not unreasonable that the condition identified in visual analysis would contribute to assembling issues. A dimensional inspection for the multiloc end cap f/multiloc hn/phn exten was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Per the surgical technique multiloc humeral nailing system section end cap insertion (2. Insert end cap). Use the sd25 stardrive screwdriver to tighten the end cap securely. The end cap must be inserted securely below the humeral head surface to avoid impingement. If in doubt, choose a shorter end cap. To reduce the chance of cross-threading, turn the end cap counterclockwise until the thread of the end cap aligns with the nail. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the multiloc end cap f/multiloc hn/phn exten would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: part number: 04.019.000s. Lot number: 7818p67. Manufacturing site: mezzovico. Release to warehouse date: 06 oct 2023. Expiration date: 01 oct 2033. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.